Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the transducer was reading 30mmhg higher than normal. The customer noticed the difference between the non-invasive blood pressure cuff and the arterial line. The patient was not treated off of the inaccurate readings nor was any alarm seen. The hospital did not consider any monitors or cables to be suspect. Inquired of patient demographics, unable to be obtained. No patient complications were reported.

Manufacturer narrative:
The unit that was used in this case was discarded by the clinician. However, a sealed representative sample from the same lot was returned for evaluation. The evaluation of the sealed sample showed no defect found. Dpt kit was not used and returned in sealed original package. Dpt sensor zeroed and sensed pressure accurately on pressure monitor. Pressure reading was also stable during 8 hour output drift test. Electrical testing showed that both input impedance and output impedance of dpt sensor were within specifications. No leakage or occlusion was detected from dpt kit during pressure test. No visible damage was observed from the dpt kit. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is unknown if any user or procedural factors contributed to the stated event.